Manufacturer narrative:
Upon request, we received further information: control x-ray when the device was fitted on 12/02? Yes, x-ray showing kt a little far into the heart, removed after measurement. Between 12/02 and 27/02, were one or more check x-rays taken? Several x-rays were taken between then and now, showing the kt. On 25/02: extremity still intracardiac. The kt was therefore removed by 1.5 cm (from 11.5 to 10). - were the x-rays taken with the arm alongside the body or with the arm perpendicular to the patient? X-rays with the arm alongside the body. -catheter fixation system? Usual fixation according to our protocol: strips to the skin, mepitel with snail in the middle, tegaderm on top. Clean dressing and functional fixation when I removed the device. Kt found at the correct mark (10), so a priori no accidental mobilisation. -patient's current state of health? Major instability in relation to this episode, as the underlying patient is precarious. Reintubated, ventilatory difficulties (severe bronchopulmonary dyplasia). State of shock requiring 3 fillings then amine therapy. Difficulties +++ in inserting another central venous access (800g) with another complication yesterday: tamponade on perfuso pericardium on new kt supra keyboard inserted under echo in relay of premicath, emergency pericardial puncture on acr. Life-threatening. Check x-ray when the device was fitted on 12/02? Yes, x-ray showing kt a little far into the heart, removed after measurement. Were one or more control x-rays taken between 12/02 and 27/02? Several x-rays were taken in the intervening period showing the kt. On 25/02: extremity still intracardiac. The kt was therefore removed by 1.5cm (from 11.5 to 10). For injectables pushed on top for isr (no ivd before): 10ml syringe so as not to put too much pressure on the kt. - no difficulties in inserting the kt (neither in fitting it nor in removing the mandrel). We received the catheter with sliding clamp as faulty sample. Adhesive stripes were attached to the extension line. The attempt to flush the catheter with water and air was not successful, even after a "massage" in warm water to dissolve possible solutions, crystals or dried blood. The microscopic examination of the catheter tube did not show any outer damage. A manufacturing fault can be excluded as each catheter is flow and leak tested during production and there was no defect for 15 days as stated by the customer ("ktec placed on 02/12, prema of 810g today (560g at birth, 26 weeks), normal functioning on the ktec with low flow parenteral nutrition. 02/27: decision to proceed with intubation with administration of sedation on the ktec. Difficulties with sedation for the procedure, with several doses administered and doubts about the diffusion of his ktec. During a pleural puncture, removal of a fluid effusion appearing to be perfusion (white color suggests parenteral nutrition)"). In addition, it can be assumed that the catheter tip has migrated and caused the pleural effusion. Such an incident is likely to be due to incorrect positioning and inadequate fixation. This also underlines the customer's statement that the catheter position was corrected twice ("check x-ray when the device was fitted on 12/02? Yes, x-ray showing kt a little far into the heart, removed after measurement. On 25/02: extremity still intracardiac. The kt was therefore removed by 1.5 cm (from 11.5 to 10)."). The described pericardial effusion has the same cause ("difficulties +++ in inserting another central venous access (800g) with another complication yesterday: tamponade on perfuso pericardium on new kt supra keyboard inserted under echo in relay of premicath, emergency pericardial puncture on acr."). In the IFU is stated: - "recommended insertion sites include the basilic, cephalic and the long saphenous vein, temporal or posterior auricular veins. - "secure the catheter in a loop without causing any strain of the tubing. Do not apply adhesive tape directly onto the tubing as this can damage the delicate tubing when removed, unless your hospital protocol allows it and under the responsibility of the hospital. The fixation wing and the extension line should be attached to the patient to prevent any strain on the catheter." - "important: arrange for a check x-ray to confirm correct placement prior to starting the IV infusion through the catheter. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are no further complaints for batch 260924gs and no further complaints regarding a pleural effusion on code 1261.203 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault. Thus, as vygon, we do not take responsibility for this complaint.

Event description:
Ktec placed on 02/12, prema of 810g today (560g at birth, 26 weeks), normal functioning on the ktec with low flow parenteral nutrition. 02/27: decision to proceed with intubation with administration of sedation on the ktec. Difficulties with sedation for the procedure, with several doses administered and doubts about the diffusion of his ktec. During a pleural puncture, removal of a fluid effusion appearing to be perfusion (white color suggests parenteral nutrition). Hypothesis: migration of the catheter away from placement (02/12), having caused a perfusothorax on 02/27, without special handling of the catheter. Sending the collected effusion liquid to biochemistry to verify its nature. No cause identified. Catheter preserved. Serious deterioration of health. Deterioration of the patient's respiratory condition. Removal of the catheter, placing under surveillance.

Event description:
Ktec placed on 02/12, prema of 810g today (560g at birth, 26 weeks), normal functioning on the ktec with low flow parenteral nutrition. 02/27: decision to proceed with intubation with administration of sedation on the ktec. Difficulties with sedation for the procedure, with several doses administered and doubts about the diffusion of his ktec. During a pleural puncture, removal of a fluid effusion appearing to be perfusion (white color suggests parenteral nutrition). Hypothesis: migration of the catheter away from placement (02/12), having caused a perfusothorax on 02/27, without special handling of the catheter. Sending the collected effusion liquid to biochemistry to verify its nature. No cause identified. Catheter preserved. Serious deterioration of health. Deterioration of the patient's respiratory condition. Removal of the catheter, placing under surveillance.

Manufacturer narrative:
The malfunctioning device will be returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.